Manufacturer narrative:
(B)(4). While inspecting instruments to be reassembled after the case, it was noticed that the broach handle was loose and would not stay closed. Examination of the returned instrument confirms the report. The handle is looser than it would have been when first distributed. The etched lot code indicates the device was manufactured in (B)(6) 2013. There are heavy marks from improper impaction on the body of the device and on all sides. The root cause is attributed to misuse secondary to wear out due to heavy use. Corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
While inspecting instruments to be reassembled after the case, it was noticed that the broach handle was loose and would not stay closed.